Event description:
It was reported that during a routine replacement procedure, the atrial lead was tested and the impedance was greater than 4000 ohms, no capture, and a suspected lead fracture. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5092 implantable pacing lead, implant date: 2006 (B)(6). (B)(4).